Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported PICC placed in femoral (B)(6) (secured with statlock + glue + respected zero mark at insertion site) and removed (B)(6) after patient statement burning and pain at insertion site. Fourteen days after insertion, the patient presented with a hematoma and reported discomfort. The clinicians tested the catheter for infusion and aspiration and decided to leave it in place. On (B)(6) 2025, the patient went to the emergency department due to burning at the insertion site, likely caused by chemotherapy extravasation. The device was removed, and a fissure was reported on the catheter at 3 cm. The patient underwent fasciotomy and remains hospitalized for monitoring of the surgical wound.